Manufacturer narrative:
There is no patient involvement. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after an intramedullary nailing of a proximal femur fracture, the buttress/compression nut was found jammed or cold welded on the guide sleeve yell. This was discovered upon washing the trochanteric fixation nail advanced instrumentation in the central sterile upon trying to disassemble the instrumentation for cleaning and sterilization. There were no complications intra-operatively. There is no patient involvement. This report is for a buttress/compression nut. This is report 1 of 1 for (B)(4).